Event description:
The manufacturer received information alleging a ds2adv auto CPAP device started to smoke. The patient stated that the smoke caused him to cough. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.